Event description:
Complainant alleged that while attempting to cardiovert a patient using paddles, the device did not sync on the appropriate segment of rhythm. Complainant alleged that the device delivered shock on t wave; initializing on 4 second intervals. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.